Event description:
I recently had a very unpleasant experience with nexcare tape, 1 inch wide, beige/pink colored, which was labeled "absolute waterproof," "hypoallergenic" and dermatologist tested. This tape was used to tape a gauze bandage on my upper arm. I experienced itching and burning while the tape was on my arm; therefore, the tape was removed after about 34-37 hours. When the tape was removed, the tape tore off blistered skin and left a couple of raw, watering sores. Over the next two weeks I used first antibiotic cream, then zinc oxide and eventually vitamin e oil to finally clear up the sores on my upper arm. When I called 3m corp. Regarding their nexcare tape product, and did some internet research myself, I learned inadvertently that this tape is made from acrylic. Nowhere on the package does 3m inform consumers that this product is made from acrylic. This is outrageous! I would not knowingly use acrylic tape. Our family has a near 40 year history of skin reactions, often severe, to any acrylic material. My son, who is now an adult, has had severe redness, peeling, and itching from contact with acrylic, for example from knit gloves. I also avoid any acrylic fabric or material. Obviously, acrylic is not hypoallergenic. Likewise, the "dermatologist tested" claim is equally suspect. Acrylic content should always be labeled on tapes, bandages and other materials for consumer protection. The FDA should be regulating and enforcing this monitoring of acrylic content and consumer protection. The (B) (6) should have easily accessible info on its website regarding any and all dermatological effects of acrylic tapes and acrylic fabrics and materials on our skin. This health info is not now available when purchasing products. Therefore, children and adults are suffering the consequences, including raw, blistered, irritated, bleeding and peeling skin from contact with acrylic materials.